Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. Additional information was requested, and the following was obtained: 1. Please provide product code - n/a. 2. Please provide lot number - n/a. 3. Could you please explain how was the device removed from the tissue? Through rotating the device 360 devices and trying to release the anastomosis with their hand on the posterior line. 4. Did the device staple? Yes. 5. Was the staple line complete? Yes. 6. Did the device cut? Yes. 7. Was the cut line fully circumferential around the target tissue? Yes. 8. If the device fully cut, were both tissue donuts present? Yes. 9. If the device fully cut, were both donuts complete? Yes. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event.

Event description:
It was reported that during an unknown procedure the device had trouble releasing the anastomosis. No patient harm.

Manufacturer narrative:
(B)(4) date sent 3/1/2024 d4 batch # unk b3: only event year known: 2024 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide product code 2. Please provide lot number 3. Could you please explain how was the device removed from the tissue? 4. Did the device staple? 5. Was the staple line complete? 6. Did the device cut? 7. Was the cut line fully circumferential around the target tissue? 8. If the device fully cut, were both tissue donuts present? 9. If the device fully cut, were both donuts complete? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.